Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 398 mg/dl. Troubleshooting was done. Customer reported that the event was resolved by changing the infusion set and the reservoir. Product is not expected to return.

Manufacturer narrative:
The information provided is sections were incorrect with the initial report. The correct information has been provided with this report.